Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the psychological trauma outcome was unknown. The reporter considered pelvic pain and psychological trauma to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received case became serious incident previously reported event injury was replaced with pelvic pain and psychological trauma, essure removal date added and lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the psychological trauma outcome was unknown. The reporter considered pelvic pain and psychological trauma to be related to essure. The reporter commented: five coils were noted on the left side, three coils were noted on the right side. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received. Patient¿s demographic details, rcc and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.